Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that poor visualization was encountered with onyx 18 liquid embolic. The patient was undergoing liquid embolization surgery for treatment of a moderate grade arteriovenous malformation (avm). The avm was not located in an eloquent region. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was reported as blood flow was unobstructed. According to the standard procedure, the onyx was placed in the shaker in advance and fully agitated. The operator reported that everything was prepared according to the normal procedure. During the onyx embolization, the onyx was not visible in the vessel under imaging, and the surgical process and embolization status could not be determined. The issue was resolved after onyx replacement. It is suspected that the initial vial of onyx did not contain tantalum powder, resulting in no radiopacity during the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included apollo catheter (model: 105-5096-000, lot number: d064238).